Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. During the procedure, the system displayed a "fluid loss" error message. The fluid loss resulted in a cervical burn. The physician added a tenculum and completed the procedure. The burn was treated with estrogen cream and the patient condition was reported as "fine".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.